Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device passed the prime test.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 106 mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. No further information was provided.